Event description:
On the day of surgery, clip applied during laparoscopic cholecystectomy, using clip applicator, to the cystic artery. At the end of the procedure, the cystic artery was occluded and there was no evidence of active bleeding. The following day patient became hypotensive with a hemoglobin of 4.8. She was taken back to the or emergently for an exploratory laparotomy where it was found the clip was no longer on the cystic artery.